Event description:
The pt underwent femoral cannulation as part of the set-up for femoral-femoral bypass using the endocpb system. After initiation of cardiopulmonary bypass, an aortic dissection was diagnosed. The pt underwent aortic repair, stabilized, and was discharged from the hospital approx 2 weeks after the operation. The echocardiographic images of the aorta, in retrospect, had shown an intimal flap at the end of cannulation. Review of the pt's preoperative angiogram showed evidence for severe peripheral atherosclerosis.